Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure: after drilling with drill 1.1, the surgeon was placing the cortical screw, which only inserted halfway and then broke; this happened with the second screw, leaving the 2shafts of the screws in the patient because it was impossible to remove, the only recovered part is the head of the both screws. Then the surgeon decided to use the tap (for cortex screws) before placing the screw, when this is also broken after entering the hole left by the drill; the drill bit also broke while the doctor was drilling. This complaint is on a cortex screw. This is 2 of 4 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The device was returned and the investigation is ongoing. Placeholder.